Event description:
It was reported that the patient underwent a supraventricular tachycardia ablation procedure on (B)(6) 2022. On (B)(6) 2022, the patient presented to the emergency department with complaints of persistent sharp pain in the upper right chest/lower right neck area. A chest x-ray followed by a CT scan revealed a three-inch wire fragment inside the patient's chest. On (B)(6) 2022, the patient underwent surgery to remove the wire, which was unsuccessful. The patient was referred to a cardiothoracic department at another facility and presented there later that same day for a second surgery, during which the wire was successfully removed. The hospital confirmed that the wire in the reported complaint was from a micropuncture kit by (B)(6). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".